Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the photographs provided by the customer showed the product box confirming the reported lot number and a vial. The foreign material is not visible in the photograph. The reported event cannot be confirmed through photograph evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a thread was introduced into the patient's eye when using the healon product. The thread was removed from the eye, no patient injury was reported. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable. Healon is not an implantable device. Section d6b: explant date: not applicable. Healon is not an implantable device. Section e1: email address: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.